Event description:
Customer reported a button error alarm. The customer's blood glucose was 67 mg/dl. She stated she had already treated her low blood glucose. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Insulin pump act button did not respond, due to corroded keypad traces. No button error alarm noted. Insulin pump received with minor scratches on display window, cracked case on display window corners, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.